Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pegasus yel 24ga x 0.75in prn-cap y experienced a safety failure. The following information was provided by the initial reporter: the needle cannot be retracted after penetration. Updated on may-5-2019 according to the sales rep.: the safety shield cannot be removed after penetration. The catheter was replaced.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8138460. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing, and evaluation of the available retention samples was unable to identify any non-conformances. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that an unspecified number of pegasus yel 24ga x 0.75in prn-cap y experienced a safety failure. The following information was provided by the initial reporter: the needle cannot be retracted after penetration. Updated on may-5-2019 according to the sales rep.: the safety shield cannot be removed after penetration. The catheter was replaced.